Manufacturer narrative:
Investigation: the complaint of the catheter displaying a poor image was investigated. The returned catheter was evaluated, and during the investigation it was found that cause of the complaint was from acoustic array delamination due to user mishandling. It was advised that the user take extra caution when handling the imaging area of the catheter.

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that during an unspecified procedure, the catheter generated a poor quality image. The user replaced the catheter to continue and complete the procedure. No additional information was provided. Multiple attempts were made via email to obtain additional information regarding the reported phenomenon but with no results.